Manufacturer narrative:
Reporting address & institution phone & reporter phone #: (B)(6).

Event description:
The customer reported that the device displayed a pressure regulation high alarm. The device was in use at the time of the event, the patient was then transferred to a different v60 ventilator. No patient or user harm reported. Per the diagnostics performed by the engineer, the device was tested and verification was completed. The service engineer reviewed the significant logs, and found no errors or faults. The se advised the customer that the device could be returned to service. The se reported that no errors or faults were found, and the device was returned to service.